Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not light up) has been confirmed. As received, the charger would not charge a battery pack. The cause of the inability to charge a battery is a defective power unit. The cause of the defective power unit is disconnected pins in the connector. The root cause for the disconnected pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective power unit. The patient received a replacement batter charge.

Event description:
A (B)(6) female patient's nurse contacted zoll customer support to report that the charger leds were not lighting up but that the power brick light was on. The patient received a replacement battery charger. Initially it was determined that this event was not reportable. However, upon further evaluation on (B)(6) 2013, it was determined that this would be reported to FDA.